Manufacturer narrative:
The affected evita 4 was manufactured in september 2001. Based on the logbook entries, the device behavior on the reported day of the event, (B)(6) 2021, could be traced. On that day, the device was switched to standby at 3:40 p.m. And only switched back to ventilation mode at 7:51 p.m. Independent of this, individual device warmstarts were recorded at 12:48 p.m., 3:25 p.m., 10:41 p.m. And 11:13 p.m. The error recording shows that a discrepancy in the evaluation of the internal data on the cpu board was the cause. The error was eliminated by replacing the faulty cpu circuit board. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark, an audible alarm is generated, and an emergency-breathing valve opens to allow for spontaneous breathing. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. Switching to standby is accompanied by a high-priority alarm and a large "standby activated" message on the display. Based on the logbook entries, it is likely that the warm starts were interpreted as brief switching to standby. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
From the user facility report: "ventilator switched to standby mode during ventilation. An alarm occurred. No patient harm."